Manufacturer narrative:
The patient's product was requested for investigation and replacement product was sent to the patient. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The occupation is lay user/patient.

Event description:
The initial reporter stated he received a discrepant result when testing with coaguchek xs meter serial number (B)(4). At 11:00 a.m., a sample from the patient was tested using the meter, resulting with a value of 2.7 inr. This measurement was reported to the patient's doctor. At 1:30 p.m., a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.0 inr. The patient's doctor considered the 2.0 inr result to be correct. The patient's therapeutic range is 2.0 - 3.0 inr. The patient does not remember if internal meter controls passed on the day of the event.